Event description:
Additional information received reported that the patient was still having concerns with her device or therapy, but she was working with her physician and manufacturing representative. Additional information received reported that the patient was seen for reprogramming and "adequate coverage was obtained."

Event description:
It was reported that the patient felt pain on the top left of her foot and right side of her rib cage. It was noted that the patient had a "virus that caused her to throw up and caused the device to create pain." It was further noted that the patient was hospitalized on (B)(6) 2012. The patient stated that "she was in so much pain and her heart stopped 3 times." The patient further stated that "they put the paddles on her, but didn't activate it." The patient noted that her device was on and located on the top of her right buttock. It was noted that the patient could not fully sit down on her right side and it bothered her a lot, even after her physician "gave her some patches for comfort." The patient discussed scheduling a physician's appointment. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).